Event description:
Guidewire sheared of 3 cm from distal tip curing bmw angioplasty wire in artery. Now lodged in circumflex. Moved to ICU and on plavix and reopro. The wire unraveled and came apart. Risk wire will thrombosis and close artery. Diagnosis or reason for use: angioplasty. Event abated after use stopped or dose reduced? Yes.